Event description:
At 6:44 am within five minutes of initiating dialysis treatment, pt began to have facial swelling, vomiting and complaint of swallowing difficulty. Vital signs within normal limits, pt's treatment was immediately stopped and needle devices x 2 removed and pressure bandage applied. No excess bleeding reported. At 6:50 am ambulance notified, at 6:52 am pt's mother notified of incidence; also at this time pt noted with decrease facial swelling, but yet without swallowing difficulty. At 7:08 am ambulance service arrives to transport pt to ER at local hosp. Dose, frequency and route used: 400u bolus ivp. Diagnosis for use: end-stage renal disease (esrd). Event reappeared after reintroduction? No.